Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however no provided by the customer.

Event description:
The customer reported that the distal end of the maxzero extension connector set became loose and leaked when connected to the IV tubing. There was no indication of patient harm. The event occurred in the (iru) inpatient rehabilitation unit.

Manufacturer narrative:
Additional medwatch information provided. The customer¿s report that the maxzero extension connector set became loose and leaked was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking while the tubing was manipulated at each engagement. The maxzero ports and male luer end were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause was not identified.

Event description:
The customer reported that the distal end of the maxzero extension connector set became loose and leaked when connected to the IV tubing . There was no indication of patient harm. The event occurred in the (iru) inpatient rehabilitation unit. Received a copy of the customer's sus voluntary event report from FDA which states, ¿the customer reported that the distal end of the maxzero extension connector set became loose and leaked when connected to the IV tubing. There was no indication of patient harm. The event occurred in the (iru) inpatient rehabilitation unit."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the distal end of the maxzero extension connector set became loose and leaked when connected to the IV tubing . There was no indication of patient harm. The event occurred in the (iru) inpatient rehabilitation unit.